Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the operation, a suspicion of atrial catheter occlusion was confirmed. It was noted that the explant was complete.

Manufacturer narrative:
The returned catheter was 6.1 inches in length. The catheter met the requirements for leak testing. Due to the length of catheter returned, the catheter could not be tested for tensile strength and ultimate elongation. Three sutures were attached to one end of the catheter. There was a tear between two of the sutures. It is unknown how or when this damage occurred. The instructions for use cautions, ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ proteinaceous debris was observed on the interior and exterior of the catheter. Graphite debris was observed in the slits of the catheter. The instructions for use cautions, ¿obstruction may occur in any component of the system due to plugging by brain fragments, blood clots and tumor cell aggregates at some point along its course.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.